Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2024501 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f mynx control vascular closure device (vcd) was not pressed during the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the button of a 5f mynx control vascular closure device (vcd) was not pressed during the procedure. There was no reported patient injury. The mynx vcd used in was used in a diagnostic peripheral procedure and a retrograde approach was used . The deployer was mynx certified. An unknown 5f sheath was used for the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was above the femoral head. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20 mins. The patient recovered after the event. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position and was exposed to blood. The syringe and procedural sheath were not returned with the device. Per functional analysis, buttons 1 and button 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. A product history record (phr) review of lot f2024501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ mynx control button frozen/locked¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿while maintaining tension press button #1 until it is fully aligned with the handle¿. Neither the phr review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.